Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 269 mg/dl and the sensor glucose was 179 mg/dl at the time of the incident. It was explained to the customer that the sensor cannula must be properly positioned in isf to work properly. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer declined to troubleshoot further because due to threshold suspend. The customer was advised to speak with hcp and call back if needed. The sensor will not be returned for analysis.